Event description:
During device preparation, with the patient in the room and prepped, the tactisys did not communicate as expected which delayed the procedure. The connection was lost and the contact icon in the lower right corner of the ensite screen switched from green to orange after a few minutes of checking the connection. The tactisys was rebooted, and the connection appeared to be restored, however, disconnected within a few minutes. The tactisys was replaced with a replacement unit from a nearby facility and, and the contact force was displayed without issue. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection verified the front ports, rear ports, chassis, and labels were free of physical damage. The quartz was powered on, and audible beeps were observed indicating successful communication was established. A known-good catheter was connected, and valid contact force was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was not confirmed, and the root cause remains undetermined.